Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that it was observed that the forceps elevator has foreign material and the light guide lens (lg) is dirty on the inside. Other observations for the device are: adhesive on the distal end rubber coating (a-rubber) is detached; connecting tube, sc cover unit, and distal end cover (c-cover) all have a scratch; bending tube is deformed; due to wear of angle wire, bending angle in down/left/right (d/l/r) direction does not meet the standard value and the play of up (u)/d and r/l knob is out of the standard value; due to damage, forceps control lever does not move smoothly; due to wear of elevator coil (k-wire), forceps lever has a play; due to damage on charge couple device (ccd) unit, foggy image occurs; and lg-bundle has breakage. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the issue of elevator jerking and bending section being deformed as noted during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material and the light guide lens (lg) is dirty on the inside. This medwatch is being submitted for the reportable issues of forceps elevator having foreign material and the lg lens being dirty on the inside, as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported events is due to incorrect or insufficient reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that insufficient cleaning/disinfection/sterilization of the endoscope may pose an infection-control risk to patient and/or operators performing the next procedure with the endoscope. ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on feedback from the field. Olympus will continue to monitor field performance for this device.

Event description:
It was later provided that due to the elevator issue with the device, it could not completely reprocessed prior to sending for repair.